Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xact self expanding stent system (sess) noted that there was no blood or saline visible, consistent with the reported information that there was no patient involvement. The stent implant was between the markers. There appears to be no damage noted to the stent implant and the distal outer sheath was not retracted. Analysis of the returned product did not confirm the reported kink; however, the separation was confirmed. The distal sheath was separated distal to the guide wire exit notch. The sheath was still intact via the attachment to the support wire. Separation can be a result of, but not limited to, manufacturing, device interactions, tortuous anatomy, physician technique, and/or handling. Scanning electron microscopy (sem) analysis was performed at the separation site and the result suggest that the separated edge of the shaft exhibited mechanically smeared and torn edges. Regions on the outer surface of the shaft exhibited mechanical damage. The braid wire exhibited tensile and torsional overload. Failure of the shaft may possibly be attributed to exposure/handling conditions or a material/processing discrepancy. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. As a product deficiency cannot be ruled out, manufacturing will be notified for further investigation. All self-expanding stent systems are subjected to a visual inspection; all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during device preparation and prior to use in the anatomy, the proximal shaft was bent and had separated into two pieces. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. A rx acculink stent was used in the procedure without issue. There was no additional information provided.